Event description:
It was reported the intrathecal section of the catheter was replaced. Pt symptoms included loss of drug effect. An MRI was negative. The physician had been having difficulty managing this patient's upper and lower level spasticity for several months now. Tests included dye/rotor studies, indium studies and medication analyzation. The pump volumes were never off by more than the allotted measurements at refill. He decided to replace the catheter with a higher tip placement.